Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the labels were not correctly applied on the sample tubes causing the probe to miss the tubes and hit the carousel. Replacement of the appropriate component has returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that they noticed the ortho provue analyzer probe was bent and leaking. The customer aborted testing and discontinued the use of the analyzer. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and / or contamination and erroneous results which could lead to transfusion of incompatible blood.